Event description:
It was reported that during a da vinci prostatectomy procedure, a wire broke off on a prograsp forceps instrument, fell into the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2015, intuitive surgical, inc. Obtained following information from customer: the surgeon was 'retracting' when the instrument broke. The cause was believed to be 'poor craftmanship'. The instrument was in use for approximately five minutes and was inspected prior to use. No physical damages were noted and instrument did not make contact with any other instrument during surgical procedure. The fragment was retrieved laparoscopically. They did not perform any post-operative tests on the patient. The patient has not returned to the hospital due any post-surgical complications related to retaining a foreign object. They do not have video recording of the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis; however, it was returned with the instrument. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Based on the information provided, this complaint is being reported due to following conclusions: the wire on the prograsp forceps instrument broke off during a da vinci surgical procedure and fell into the patient and was retrieved laparoscopically.